Manufacturer narrative:
(B)(4). The lot 14f037 was manufactured june 26, 2014 to june 27, 2014. The device was received for evaluation. A visual inspection on the device (via the naked eye) noted fluid inside the package that contained the device. The cause of the fluid inside the package was identified to be an untightened blue winged luer cap. The device was filled with green water; the blue winged luer cap was tightened manually and monitored until the following day. There was no evidence of a leak observed at or near the blue winged luer cap or any other part of the device. The reported condition could not be verified, as the device operated within the desired product specifications. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a half day infusor leaked. The leak site was not specified. This occurred after the device was filled with 2000 mg of desferal and 58 ml of 0.9% sodium chloride and before use in therapy. There was no patient involvement. No additional information is available. This is report 2 of 2.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.